Manufacturer narrative:
This investigation confirmed that the cutting wire was broken at the coated portion and the broken section was melted and burned. Approx coating was missing for 7.5 mm from the broken point. There were no other abnormalities related to the breakage in the subject device. Also, as the result of checking the mfg record of the same lot, nothing abnormal detected. As the results of the investigation, omsc assumes that the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wires from the damaged coating contacted or came close to the metal part of the forceps elevator while activating the output, which caused spark and a part of the cutting wire became extremely hot, resulting in breakage. The coating broke off and came off from the cutting wire because of the user handling after the cutting wire was broken. The device instruction manual has warned users that "when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material." This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus med systems corp (omsc) was informed that the dr withdrew the sphincterotomy from the endoscope and noticed that the cutting wire broke after performing an endoscopic sphincterotomy (est). The procedure had been completed at that time. During the investigation, omsc found the plastic coating on the cutting wire was partially missing. There was no report of pt injury regarding this report.